Event description:
It was reported that the first fiber utilized in a laser enucleation of the prostate burnt at the connector. As a result, the physician burnt his finger. The physician replaced, but the fiber once again, burnt and burned the physician finger. The physician replaced the fiber, and the procedure was completed with an alternative device without further patient or user consequences. This complaint refers to the first fiber.

Manufacturer narrative:
The fiber is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Initially, the event was considered reportable due to the mention of a potential fiber break and burn involving the physician. However, follow-up communications clarified that although the fiber exhibited burn damage at the connector area, the physician did not suffer any burns or injuries. Additionally, there was no fiber break. The manufacturer has reviewed all the information and determined this event no longer meets reporting criteria for the device in question.

Event description:
It was initially reported that the first fiber utilized in a laser enucleation of the prostate burnt at the connector. As a result, the physician burnt his finger. The physician replaced, but the fiber once again, burnt and burned the physician finger. The physician replaced the fiber, and the procedure was completed with an alternative device without further patient or user consequences. Information received via good faith effort (gfe) indicated that there was no burn on the physician's fingers, what burnt was just the fiber connector. There was no fiber break. This complaint refers to the first fiber.

Event description:
It was initially reported that the first fiber utilized in a laser enucleation of the prostate burnt at the connector. As a result, the physician burnt his finger. The physician replaced, but the fiber once again, burnt and burned the physician finger. The physician replaced the fiber, and the procedure was completed with an alternative device without further patient or user consequences. Information received via good faith effort (gfe) indicated that there was no burn on the physician's fingers, what burnt was just the fiber connector. This complaint refers to the first fiber.